Event description:
It was reported that the patient had experienced two falls this past summer. A computerized tomography (CT) scan was performed after the falls which confirmed the catheter had migrated out of the intrathecal space. The patient experienced total body rigidity prior to the catheter revision on (B)(6) 2014. This device system delivered lioresal. Additional information was requested to verify the medication and patient outcome. Should additional information be received a supplemental report will be filed.

Event description:
The previous reported information: a computerized tomography (CT) scan was performed which confirmed the catheter had migrated out of the intrathecal space after the falls was replaced with the following: a computerized tomography (CT) scan was performed on august 24th, after the falls, which confirmed the catheter had migrated out of the intrathecal space. The catheter tip was at t2 and there was no kink in the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0206928616, explanted: (B)(6) 2014, product type: catheter. (B)(4).